Event description:
Event description boston scientific crm received information, upon interrogation, that the lead safety switch had been triggered on this atrial lead. The lead displayed impedance measurement greater than 2500 ohms and was unable to consistently capture the myocardium in the bipolar configuration, when tested.